Event description:
New information received noted that the patient was stable throughout and following the procedure on 27aug2019.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited extra-cardiac stimulation. The right atrial lead was capped and replaced on (B)(6) 2019. There were no patient symptoms reported.